Manufacturer narrative:
Based on the available info, this event was deemed a serious injury. End user reported she began wearing the barrier in (B)(6) 2013. The use of accessory products was discussed with the end user. From a clinical perspective, a casual relationship between the sur-fit natura 2 pc-durahesive convex moldable wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
End user reported red, itchy, irritated area under mass of durahesive barrier after three days of wear.